Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that water drop-like foreign matter was found on the bd angiocath¿ IV catheter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that water drop-like foreign matter was found on the bd angiocath¿ IV catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd was able to verify the clear droplets of material on the surface of the catheter were most likely silicone through fourier-transform infrared spectroscopy testing. It should be noted that this silicone does not cause damage to the user and is used to aid in the slippage of the catheter during venipuncture. The root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process. A corrective action project has been initiated to investigate the issue. A review of the device history record was completed for sub assembly #008664bjf lot 7299862 manufactured from 01-nov-2017 to 11-nov-2017 in assembly machine acam 04 used in the claimed lot 7335855. These lots were analyzed regarding tests to verify "foreign matter/ visible silicone" and no records were found that could lead to the claimed defect. As per request, thirty out of 50 returned angiocath samples were examined and all exhibited clear droplets of material on the surface of the catheter. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Conclusion(s): based on the investigations conducted for complaints of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the catheter siliconization process.